Event description:
It was reported that the user who participated in the ilet experience study experienced hyperglycemia after the infusion site reportedly dislodged during the night and remained off for several hours, after which the user changed the site and later administered an insulin injection due to persistent elevated glucose. Investigation included an attempt to contact the user for additional details. Investigation of this case revealed an unclear cause of hyperglycemia, with a suspected loss of insulin delivery due to a dislodged infusion site, though confirmation was not obtained. No clinical symptoms associated with elevated blood glucose reported. Outcomes included no hospitalization and no device alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.